Event description:
In 2002, the pt experienced a transfusion reaction after receiving 2 units of packed red blood cells. The pt's bilirubin was in the teens and urine was bloody. Pre-transfusion testing for unexpected antibodies did not detect anti-k in the patient's sample. The pt is currently stable.